Event description:
It was reported that the left ventricular (lv) lead was an attempted implant due to high pacing impedance greater than 2000 ohms, loss of capture and placement difficulty. Subsequently a new non-boston scientific lead was successfully implanted. No additional patient adverse effects were reported.